Event description:
It was reported that the customer's insulin pump had a frozen display. It was stated that the customer had numerous issues with the device. The father stated that the battery was removed for several hours, and then a new battery was inserted, but the problem persisted. It was stated that the customer's blood glucose reading was 307mg/dl at time of call. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.